Manufacturer narrative:
A ge representative evaluated the issue with the customer's system and provided suggestions for work-around, manual selection of proper exam. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.

Event description:
Wrong patient study opened when selecting study to open in patient jacket.